Event description:
It was reported that the patient's right ventricular (rv) lead exhibited lead noise, high out-of-range defibrillation impedance, and increased capture threshold. No intervention was performed. The patient had no consequences.